Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 475cc mentor smooth round moderate profile saline breast implants has experienced unexplained symptoms postoperatively, including lupus, ms, immune issues, lymph nodes glands are swollen, swelling arms with rash, ulcers, and swollen neck postoperative. The patient stated that she has seen doctors for the lymph nodes issues, gone up a pants a size so swollen, and the left prosthesis is larger and dominant than the right side. Mentor received a call from patient¿s surgeon office stating no confirmed diagnosis, but patient stated bii symptoms. As a result, patient underwent bilateral removal with no replacements on (B)(6) 2021. This report relates to the right prosthesis.